Event description:
Pt admitted for emergency care due to hypotension. Pt was receiving the drug clonidine in the implanted drug pump. Removal of drug from the pump was attempted. The pump was stopped due to unresolved hypotension. Hypotension is reported to be a side effect of clonidine. Exact cause of hypotension is reported as unknown. Pt recovered from event. Pump remains stopped to date and remains implanted. Pt is scheduled to receive an epidural injection in the physician's office in the near future.